Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One quadripolar, therapy ablation catheter was received for evaluation. The catheter met specifications for electrical testing and temperature response. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the temperature issue remains unknown. UDI information (d4) and 510k (g3) are not provided within this report as this product (model ibi-88014) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a paroxysmal supraventricular tachycardia procedure, there was a temperature issue with the catheter resulting in cancellation of the procedure. When rf delivery was attempted above the mitral valve via the aorta, the temperature rose to 60°c and sufficient output could not be delivered. Earlier, rf delivery had been also performed below the valve, and the temperature also rose to around 56°c. Before rf delivery was performed, the temperature remained at around 40°c. Restarting the ampere, connecting the catheter that had been taken out to change the curve size, and replacing the cable did not solve the issue. Next, rf delivery was performed at a low output, but it did not achieve effective rf delivery. The procedure was terminated without replacing the device, and there were no adverse consequences to the patient.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model ibi-88014) is an ous configuration not available in the us and is therefore not referenced in the gudid database.